Event description:
It was reported that the nurse had programmed zosyn to infusion to infuse over three hours. The infusion alarmed for air-in-line after 30 minutes and had infused the entire volume to be infused. The nurse checked the programming and it was correctly set to infuse for three hours. There was patient involvement but outcome is unknown. A copy of the medwatch report from FDA was received, which states, ¿pt ordered IV (intravenous) zosyn 4.5g/100ml infused over 3 hours. Medication was hung at 23:42 on (B)(6) 2024 and finished infusing at approximately 0020 on (B)(6) 2024. Medication bag was empty, indicating completed infusion, with no evidence of medication spill. Both iaware and pump settings restore indicate that approximately 10ml of medication was infused with about 2.5 hrs left on infusion time despite infusion being complete in only 30 minutes. Medication was being infused through IV channel with ID# (B)(4). Two other channels were attached to the pump at the time with ID numbers (B)(4). Main pump ID# is (B)(4). Reference report: mw5150395, mw5150396."

Manufacturer narrative:
Additional information : imdrf annex b code.

Event description:
It was reported that the nurse had programmed zosyn to infusion to infuse over three hours. The infusion alarmed for air-in-line after 30 minutes and had infused the entire volume to be infused. The nurse checked the programming and it was correctly set to infuse for three hours. There was patient involvement but outcome is unknown. A copy of the medwatch report from FDA was received, which states, ¿pt ordered IV (intravenous) zosyn 4.5g/100ml infused over 3 hours. Medication was hung at 23:42 on (B)(6) 2024 and finished infusing at approximately 0020 on (B)(6) 2024. Medication bag was empty, indicating completed infusion, with no evidence of medication spill. Both iaware and pump settings restoreindicate that approximately 10ml of medication was infused with about 2.5 hrs left on infusion time despite infusion being complete in only 30 minutes. Medication was being infused through IV channel with ID# (B)(4). Two other channels were attached to the pump at the time with ID numbers (B)(4). Main pump ID# is (B)(4). Reference report: mw5150395, mw5150396."

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established additional information : imdrf annex a,g,c and d codes.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the nurse had programmed zosyn to infusion to infuse over three hours. The infusion alarmed for air-in-line after 30 minutes and had infused the entire volume to be infused. The nurse checked the programming and it was correctly set to infuse for three hours. There was patient involvement but outcome is unknown. A copy of the medwatch report from FDA was received, which states, ¿pt ordered IV (intravenous) zosyn 4.5g/100ml infused over 3 hours. Medication was hung at 23:42 on (B)(6) 2024 and finished infusing at approximately 0020 on (B)(6) 2024. Medication bag was empty, indicating completed infusion, with no evidence of medication spill. Both iaware and pump settings restoreindicate that approximately 10ml of medication was infused with about 2.5 hrs left on infusion time despite infusion being complete in only 30 minutes. Medication was being infused through IV channel with ID# (B)(6). Two other channels were attached to the pump at the time with ID numbers (B)(6). Main pump ID# is 421063. Reference report: mw5150395, mw5150396."